Event description:
The rotator of the stopcock broke during angiographic procedure. Actual pressure when the incident occurred is unknown, approximately 800 psi.

Manufacturer narrative:
Evaluation: conclusions - a follow-up report will be submitted when the device evaluation has been completed.